Event description:
A report was received from the affiliate indicating that during a coronary intervention, stent strut uplift occurred. The physician was performing a percutaneous intervention to the left anterior descending (lad). The lesion was a little calcified (lad proximal to mid). The physician used a 6f ebu guide to hook the artery and predilated the lesion with a 2.5xunk mm sprinter balloon. After pre-dilating the lesion, the physician decided to deploy a 3.0x28mm cypher stent, but he could not reach the target lesion. Therefore, he withdrew the entire stent delivery system (sds). He noticed that the struts of the stent have gotten flared. Then he used a 6f al1 guide and pre-dilated the lesion again and treated the lesion with another cypher select plus stent.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.